Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 4 proglides referenced is being filed under a separate medwatch report number.

Event description:
It was reported five proglide devices were used in a patient. Reportedly, a "cuff miss" was likely the cause of the device malfunction. The method of how hemostasis was achieved was not specified. No additional information was provided.

Event description:
Additional information was received: user facility medwatch report (B)(4) was received and states: interventional radiology team members reported on recent cases of the perclose proglides not working. They reported it has been with more than one provider, that this has been going on for a couple of months, but they neglected to write up each event of proglide failure. The actual involved devices were not saved. No patients were injured, but additional proglides were necessary to close the arteriotomies resulting in additional costs. Lot numbers with failures are: ref# (B)(4)lot#9081244 - we had 5 of one box fail. Two remaining were removed from use. Lot# 9112241, we had 3 fail for dr. 1. Removed remaining one from shelf. Lot# 9121941 - 1 failed for dr. 2. He said no calcium or other reason it should have failed. The 2nd proglide did work. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional devices referenced in b5 are filed under separated medwatch report numbers. Attachment: user facility medwatch report# (B)(4) date of event estimation was updated from 3/2/2020 to 2/1/2020.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.